Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a black screen and the multi-socket plug needed to be replaced as it had a bent pin and the plug was broken. No pt injury was reported.